Manufacturer narrative:
Follow-up received on 09-dec-2016 - quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 797 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced horrible abdominal pain. She had her fallopian tubes removed with essure and she recovered from this event. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, she started experiencing this event after two years after essure insertion. Based on the event's nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. In line with health authority's assessment this case is also an incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 08-nov-2016 who had essure (fallopian tube occlusion insert) inserted in 2012. The suffering started 4 years ago when essure was implanted, since then she had abdominal discomfort and menstrual irregularities for two years. She requested medical attention to the gynecologist in several occasions. After two years with essure, she went several times to emergency services, many tests were performed (unspecified) until they found the cause of the pain (she described the pain as a horrible abdominal pain). Her life was limited due to the pain caused by essure. A week ago the fallopian tubes were removed with essure and since then she has not presented the pain again. All events were considered related to essure. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced horrible abdominal pain. She had her fallopian tubes removed with essure and she recovered from this event. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, she started experiencing this event after two years after essure insertion. Based on the event's nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. In line with health authority's assessment this case is also an incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.